Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 9cm-long descending thoracic aorta-contained rupture. Vessels had mild tortuosity and mild calcification. The pt had a previous thoracic aortic aneurysm, which was successfully treated with a talent thoracic extension graft approximately 4 months ago with no known complications. Two aortic grafts from a competitor were also implanted previously at an unk date. The descending thoracic aorta- contained rupture was located at a different site in the aorta, below the previous thoracic aortic aneurysm. It was reported that the physician elected to treat the contained rupture with a talent thoracic stent graft and one aortic graft each from two different competitors. In addition, a competitor's infrarenal abdominal main body stent graft was implanted, and stents from a competitor were placed in the right renal artery and the superior mesenteric artery. The celiac artery and left renal artery were covered by the implanted aortic stent grafts. The procedure lasted into the morning of the following day. And it was reported that the pt expired later that day. The cause of death was reported to be liver failure. No additional info was provided.

Manufacturer narrative:
Evaluation results: (death) and other (operative/autopsy reports not provided).